Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bent pins on the video connector socket was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) the olympus asset visera elite video system center had bent pins on the video connector socket. The issue was found during receipt inspection. The intended procedure was completed using a similar device. There were no reports of patient harm. Associated patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image was displayed because the video connector terminal was bent. Olympus will continue to monitor field performance for this device.